Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received multiple alarms on the insulin pump and could not get it to work. The customer did not specify the alarms that were occurring but did state that the time and date were reset. The customer also stated there was a crack by the battery casing. Her blood glucose was 250 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.